Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) level in the 480 mg/dl to over 600 mg/dl range with trace ketones. Cause of elevated bg was unknown. Bg was treated by correction bolus via the pump, manual injection, hydration, and completing a supply change. The customer was instructed to consult with the healthcare provider regarding bg level.